Event description:
Report received that "the distal end of the IV tubing broke off during removal". The pt was status post unspecified surgery and was transferred to the ccu post-operatively. It was reported that the pt's medical condition was "very poor and their blood pressure was very labile" (values not specified). The pt had an IV of saline solution infusing via pump through a triple lumen central line as the primary line. Reporter said that a deopamine drip was infusing via the clave y-port of the primary IV line. The dopamine was reportedly ineffective and the infusion was ordered to be changed to levophed. During disconnection, the distal end of the dopamine tubing "would not unscrew and the male adapter broke". A piece was left attached to the clave port. The nurse changed both tubing sets to new ones. The changing of the tubings was accomplished in a short amount of time. The pt reportedly did not experience any adverse effects. After the levophed infusion was started, the pt's blood pressure stabilized (values unspecified). Add'l info was requested, but no further info was available.